Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 14-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 250 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the pump moved too much in the pocket and was flipping. A revision was performed on (B)(6) 2019 to move the pump to prevent flipping of the pump in the pocket. The pump catheter segment was replaced. Patient weight and medical history were asked and will not be made available. Patient status was alive - no injury. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The location of the pump in the abdomen may have contributed to the pump flipping. A new pump segment was used since the pump location was relocated. The explanted catheter was discarded and will not be returned. There wasn¿t a concern with the patency of the catheter.